Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer stated he was hospitalized for diabetic ketoacidosis. The blood glucose reading was 389 mg/dl during the call. Prior to the hospitalization the customer stated the insulin pump had a frozen screen and also gave two alarms. Nothing further was reported.